Event description:
It was reported that a clearlink secondary medication set with duo-vent spike experienced no flow. This issue occurred when a nurse attempted to use the set with an unknown bottled drug with a volume of less than 150 ml. The reporter stated that the facility did not follow the priming instructions for rigid bottles under 150ml. Patient involvement is unknown; however, no patient injury or medical intervention was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.